Event description:
Customer reported she has had high blood glucose over 250 mg/dl for the past thirty six hours. Yesterday, she woke up and her blood glucose was 440 mg/dl. She experienced thirst, frequent urination, and feeling unwell. She found the tubing was broken at the tubing connected. Customer corrected and changed the entire set, but her blood glucose is still high. Customer's current blood glucose is 295 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer could not complete troubleshooting because she had to leave. She will call later to complete the troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).